Manufacturer narrative:
Service was declined by the customer. No definitive root cause was identified for this event to date.

Event description:
The customer reported that on (B)(6) 2011, a higher than expected carcinoembryonic antigen (cea) result was generated on a unicel dxc 600i synchron access clinical system for one patient's sample. The result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Repeat testing on the same instrument generated lower results which better matched the patient's clinical history. The patient possessed a history of cea results of approximately 2 ng/ml. The repeat results were regarded as valid. There were no quality control errors reported during the timeframe of this event and system checks prior to the event met specification.